Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when attempting to deliver a bolus, the pump recommended a bolus of 17 units. Reportedly, the recommended bolus amount was too large for the customer's bg level of 256 (mg/dl) at the time of the event. The customer delivered the bolus which decreased the bg level to the 50's (mg/dl). Candy was consumed to treat bg. The customer was unable to upload the pump data logs for a log review to be performed by tandem technical support. Reportedly, the customer continued using the pump for insulin therapy.